Event description:
It was reported that this patient developed an infection, the type was not known. The cause or start of the infection was due to an untreated urinary tract infection from an indwelling catheter. No diagnostic testing or troubleshooting was performed. The device and catheter were explanted and discarded. The patient was to be re-implanted with another device in the future. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report. It was reported that as the urinary tract infection was not treated with antibiotics the pump also got infected. The current patient status was not known.

Event description:
It was further reported that the patient was cleared from her infection and will be re-implanted with a pump and catheter on (B)(6) 2014.

Event description:
It was further reported that the patient was scheduled to be re-implanted today but she ate breakfast and was rescheduled for (B)(6)-2014.

Event description:
It was later reported that the patient was re-implanted on (B)(6) 2014 and was doing well at that time. She will remain in in-patient rehab until her incision is healed to monitor for post op-infection.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).